Event description:
The manufacturer received information alleging a patient death occurred while the trilogy 100 ventilator was in use. The trilogy 100 ventilator was returned to the manufacturer for evaluation and the product investigation lab performed visual and functional testing on this device and it was confirmed that the device functioned as designed. There were no operational issues found. There was no contamination found within the flow path and there were no signs of foam degradation. The investigations findings did not uncover any details that would change or modify the risk of the device. Related ra (B)(4).